Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown

Event description:
It was reported that a patient underwent an unknown initial procedure on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reasons. It was noted that an ultra-drive console failed with an "e4 error", a loose spool, the input for hand-piece a would not function, the machine would not prime, and the settings fixed and would not alter. The device was not used during the revision procedure. No further information has been provided.